Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a vascular diagnosis procedure, which was delayed (less than 20 minutes) and completed by resetting the breaker which was tripped. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to perform cine, impacting imaging. Upon troubleshooting, the rse determined that the main breaker was tripped. To resolve the reported issue, the customer reset the breaker. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform cine, impacting imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.